Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Result of investigation: it was determined that the root cause of the issue was the leaking o2 dosing proportional valve. O2 path self test is failing due to leaking o2 dosing proportional valve. Safety valve is leaking 3.31 lpm @ 5.01 bar. As a resolution o2 dosing valve needs to be replaced.

Manufacturer narrative:
Vyaire file identification: product complaint (B)(4). Technical support reviewed the log file and o2 gas path test screenshots that was sent by the customer. It was seen that the step 10 of o2 gas path test, the flow o2 was not 0. This indicates that o2 dosing valve was leaking and needs to be replaced. A proportional valve replacement was sent to customer. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator alarmed no oxygen dosing possible. The customer confirmed that there was no patient involvement associated with the reported event.